Event description:
The customer reported that their central nurse's station (cns) displays a message "system failure" for several connected bedside monitor's (bsm's). The issue was resolved when each bsm was rebooted. No harm or injury was reported.